Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the product was not able to confirm the cracked condition. However, examination noted that the white handle has broken in two pieces. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the white hudson t-handle cracked. Spring broken on the curve inserter would not engage the articulating tip. There was no surgical delay.